Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
"Fluid leaks" "we are concerned that cytotoxic products are being administered via these venous accesses." Patient injury: no.

Manufacturer narrative:
The complaint of a leak was confirmed from the photograph that was provided for investigation. The photo showed what appeared to be blood residue on the external surface of the canister and on the gauze near the catheter adapter, which indicates that blood bypassed the septum. No damage or defects were observed on the unused 22g nexiva unit that was provided for investigation from lot #5030142. A visual examination and functional test of the physical sample revealed no leaks in the device. The septum on the physical sample was sitting in its proper location within the catheter adapter. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.